Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that trend data showed 60 ohm shock impedances. The maximum shock impedance value was 80 ohms. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported, during a routine follow-up, the trend data showed a decrease in right ventricular (rv) pacing impedance measurements over the last 6 months from around 800 ohms to around 270 ohms. The trend data also showed the shock impedance measurements were increasing. The physician suspected lead insulation damage, but this has not yet been confirmed. The physician plans to perform a x-ray at a later date. The patient was informed that the rv therapy may be compromised. The patient understood the information, but elected to not have a replacement procedure at this time. This cardiac resynchronization therapy defibrillator (crt-d) remains in service, and there were no adverse patient effects reported.